Event description:
It was reported that the patient presented remotely via merlin.net. It was noted the implantable cardiac monitor (icm) exhibited a software related reset. The patient was brought into clinic to recover the icm, however, it was noted the icm could not be interrogated after two attempts. The patient was asymptomatic. There were no reported consequences to the patient.